Event description:
Reporter alleged the blood glucose device measured 150mg/dl compared to the nurse result of 70 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.